Event description:
The customer noticed a decimal point in her readings. She was not aware that her meter was set in mmo1/l. The customer did not adjust her medication or allege any adverse events due to the readings. The customer was able to reset the meter to mg/dl with assistance. The customer was satisfied and no product will be returned.